Event description:
It was reported that an unspecified number of bd saf-t-intima IV catheter safety system 24 g x 0.75 in. Experienced catheter adapter/connector/hub defective/deformed/molding issues which were noted during use. The following information was provided by the initial reporter: when connecting the syringe to the device to administer the prescribed medication, it broke very easily in the region of the base, requiring its removal.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8274608. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd saf-t-intima IV catheter safety system 24 g x 0.75 in. Experienced catheter adapter/connector/hub defective/deformed/molding issues which were noted during use. The following information was provided by the initial reporter: when connecting the syringe to the device to administer the prescribed medication, it broke very easily in the region of the base, requiring its removal.